Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have insulation and lead body damage during device change out. Additional information indicated that the conductor was exposed. This lead was surgically abandoned. No additional adverse patient effects were reported.